Event description:
Investigation/conclusion-the unit was returned to the manufacturing site for investigation. The unit was tested and the reported complaint could not be duplicated. It was noted, however, that the agent level system was not working properly. A screw which holds the vapor control manifold in place became loose, causing a short. The assembly instructions have been reviewed and found to be adequate.